Manufacturer narrative:
Physio-control confirmed that the device would not power on anymore and could not be repaired. The device was out of warranty and the customer opted not to release the device for further evaluation but have the device returned to them. Physio-control could therefore not perform any further evaluation and was unable to determine a cause for the reported failure.

Event description:
It was reported to physio-control that the customer's device displayed all three icons (charge-pak, service wrench and attention) in the readiness display. The customer changed the charge-pak but the icons remained visible. The customer then sent the device to physio-control for further analysis. Upon evaluation by a physio-control service representative it was observed that the device wouldn't react when the lid was opened to start the device. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. It was observed that all three icons (charge-pak, service indicator and attention) were displayed in the device's readiness display. The device would not react when the lid was opened to start the device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by cfr 803.56.